Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. During eval the belt failed a front-end test. The cause of the failure was shorting of the q1 transistors in ECG "c" and ECG "d." The root cause of the shorted transistors could not be positively identified but was likely random component failure. No adverse event resulted from the defective q1 transistors. The pt received a replacement electrode belt.

Event description:
During servicing of a (B)(6) female pt's electrode belt, a reportable problem was discovered. The electrode belt failed a front end test. The pt was issued a replacement electrode belt.